Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to the osteolysis caused by abrasion powder from poly-dial insert and the loosening of ztt-cup. The surgeon tried to separate the s-rom stem and s-rom sleeve by using separator about 1 hour, but the stem and sleeve could not be separated because they were firmly fixed. The stem and sleeve was removed by using chisel.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states primary tha for oa had taken place on (B)(6)1998. Due to the osteolysis caused by abrasion powder from polydial insert and the loosening of zttcup, revision surgery took place on (B)(6) 2016. The surgeon tried to separate the s-rom stem and s-rom sleeve by using separator about 1 hour, but the stem and sleeve could not be separated because they were firmly fixed. The stem and sleeve was removed by using chisel. A complaint database search did not identify any anomalies. The devices were reviewed by bioengineering; sleeve component is locked to the stem as described in the complaint. Some corrosion is observed between the two components, however this cannot be further investigated (detachment of sleeve from stem) without destructive testing authorization. Stem/sleeve taper cannot be scored as they are locked together. Circular marks were noted on the underside of the stem neck, below the taper. It is not possible to identify if it is due to impingement or removal damage. A deformed area was found around the lipped region on the poly insert. It is not possible to determine the cause but could be more likely due to dislocation than impingement. Information received does not indicate patient experienced any dislocations. Wear is obvious on the poly insert bearing surface with a notable change in bearing surface gradient as well as obvious 3rd body wear. Retrieval damage is observed around the edge of the poly insert. Information suggests the liner was in vivo for around 18 years. Some bone ingrowth was noted is portions of the cup, and not on the entire implant. Neither loosening or osteolysis could be confirmed with the information provided at this stage. Stem-sleeve taper could not be further analyzed, neither were the instruments returned (under (B)(4)) for investigation, therefore root-cause for the surgical delay could not be determined. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.